Event description:
Study event. Device malfunction: none. Symptoms/ae: tia. Time of symptoms: post procedure. It was reported that after the conclusion of a mildly calcified right internal carotid artery stenting procedure, the patient was transferred to the gurney and developed signs of hemiparesis and aphasia. Patient was moved back to the table and was treated with right intracerebral catheter directed thrombolysis and percutaneous transluminal angioplasty/stenting of the distal right internal carotid artery and middle cerebral artery. Diagnosis was transient ischemic attack. No additional information available.